Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture diagnosed with MRI and "axillary lymphadenopathy, which is likely due to silicone." Later healthcare professional reported "prosthetic profiles appear very clear with a few radial folds to the super-medial quadrant, thin layer of silicone in the subcapsular space; the finding is compatible with an initial subcapsular rupture of the prosthetic implant. The right axillary cavity there is a globose lymph node with a preserved 16 mm nucleus¿ and "lymph node with deposits of cleous material and non-necrotizing granulomatous reaction with multinucleate epithelioid cells of the type of foreign body multinucleated giant cells, morphologically compatible with silicone lymphadenopathy" device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "axillary lymphadenopathy, which is likely due to silicone".

Event description:
Healthcare professional reported rupture diagnosed with MRI and "axillary lymphadenopathy, which is likely due to silicone." Device remains implanted. Record relates to the right side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture diagnosed with MRI and "axillary lymphadenopathy, which is likely due to silicone." Device remains implanted. Record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ silicone migration-breast: unable to observe since it is not related to the device. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, b6, h3, h6 the event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture diagnosed with MRI and "axillary lymphadenopathy, which is likely due to silicone." Later healthcare professional reported "prosthetic profiles appear very clear with a few radial folds to the super-medial quadrant, thin layer of silicone in the subcapsular space; the finding is compatible with an initial subcapsular rupture of the prosthetic implant. The right axillary cavity there is a globose lymph node with a preserved 16 mm nucleus¿ and "lymph node with deposits of cleous material and non-necrotizing granulomatous reaction with multinucleate epithelioid cells of the type of foreign body, morphologically compatible with silicone lymphadenopathy" device has been explanted and replaced with non abbvie product.